Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside to the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and excessive no delivery alarm tests due to the motor error alarm. Unable to verify other error alarms due to over written pump history file. The pump also had cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error during the prime process, as well as motor position encoder error. The customer's blood glucose was 7.6 mmol/l. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.